Event description:
The customer reported that the system shut down during a case. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable, interconnect cable and ribbon cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.